Manufacturer narrative:
Examination is not possible, as the device will not be returned, however a photograph was provided. The photo shows a 4.5 endoscopic drill with its drill head completely broken off. Examination of the photograph is inconclusive. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cannulated drill bit broke into three pieces during the procedure. Two pieces were removed and one piece was left in the patient.